Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode received an inappropriate shock due to what was likely atrial fibrillation (af) with rapid ventricular response (rvr). The rhythm slowed after the delivered shock. The r wave amplitude was large with a different morphology than the presenting electrogram (egm). Technical services (ts) discussed treadmill testing and to consider an x ray. A few days later this patient was walking up a step and received a shock for sinus tachycardia. Ts was concerned about the shock impedance measurement of 146 ohms as at implant it was 101 ohms. The field representative reviewed the x ray noting this s-ICD was anterior and the electrode was in adipose tissue nearly three times the width of the electrode, away from the sternum. Ts recommended revision of the electrode. This s-ICD remains in service at this time. No adverse patient effects were reported.